Event description:
It was reported that a patient underwent a lumbar laminectomy procedure on (B)(6) 2012 and topical skin adhesive was used. The ampule was noted to be cracked, but the surgeon cut the ampule open and applied the product to the incision site. Glass shards were then noted on the incision site. An attempt was made to remove the glass from the site by using peroxide per the surgeon's orders. The outcome to the patient is unknown. Additional information was requested.

Manufacturer narrative:
(B)(4). Shards applied to wound. Shards applied to wound. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.